Manufacturer narrative:
Failure analysis noted that the pump had intermittent blank display and failed battery test alarm due to corroded battery cap contact. The pump had corroded battery tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 12mmol/l. The customer stated that she changed the battery because of an alert but the pump would no longer turn on. The customer called back after the pump was given time to rest and with a new battery cap but the display was still blank. The customer used duracell batteries. Troubleshooting was not able to resolve the issue. The display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.